Event description:
The advocate stated the customer was receiving erratic blood glucose readings with his breeze2 meter such as 201, 345, and 465 mg/dl. The advocate gave the customer 30 units of insulin. The customer became hypoglycemic and had to be taken to the emergency room. The customer was treated with glucose. The advocate declined to troubleshoot the customer's breeze2 system and insisted the meter be replaced. The customer's test strips are to be returned for evaluation. Replacement test strips and a new meter were sent to the customer.